Event description:
It was reported that the wire came out at the introducer sheath. The target lesion was located in the severely tortuous and severely calcified internal carotid artery. A filterwire was selected for use. The device was deployed and retracted in the introducer sheath. However, during withdrawal it was noted that the wire protruded and came out at the distal part of the introducer sheath rather than the monorail port and could not be used again. The procedure was completed with another of same device. No patient complications were reported.

Event description:
It was reported that the wire came out at the introducer sheath. The target lesion was located in the severely tortuous and severely calcified internal carotid artery. A filterwire was selected for use. The device was deployed and retracted in the introducer sheath. However, during withdrawal it was noted that the wire protruded and came out at the distal part of the introducer sheath rather than the monorail port and could not be used again. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection was performed. The wire returned inside the delivery sheath and the filter bag came back undeployed. It is possible to observe the spring tip was bent and stretched. Also, the wire was exposed through the sheath slit and it was observed kinked. Media inspection was performed. Physician has provided pictures of the device as per gfe #14941879. As per pictures provided, it can be observed that the the wire was exposed through the sheath slit and it was observed kinked. Under microscope was observed that the spring tip was bent, stretched, and broken. Functional inspection was performed. Sheathing/unsheathing test cannot be performed since the wire was exposed through the sheath slit.